Event description:
The following has been reported: biomed reported: red service needed error upon booting. Screen scrambles while booting but returns to normal. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a dsps failure. During startup, the pump would display a pump problem alarm and was therefore unable to perform an infusion. The issue was caused by an electrical short from a pinched fva motor wire. No additional damage was identified.